Manufacturer narrative:
Product event summary: analysis found that the analyzer got a signal while using the virtual interactive patient, however, the analyzer failed the console tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when a patient was hooked up to the analyzer prior to the start of a procedure, the analyzer was not displaying any readings. The patient cables were changed a number of times, but the issue persisted. When the analyzer was changed, readings were able to be obtained. The analyzer has been returned for service. No patient complications have been reported as a result of this event.